Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were less responsive, button errors, cracks in casing at battery area, scratches on display screen that affects ability to read the screen, diminished battery life, changing out every 2-3 days, rejects new batteries, random unexplained no delivery alerts, had experienced a code and battery cap held on by duck tape. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.